Manufacturer narrative:
Facility representative stated that a clipper smoked and was charred. Clipper was sitting in the charging base in the cath lab when staff noticed small spark and smoke coming from the charger base. A nurse unplugged the charger base and this stopped the smoking, no fire occurred. No procedures were affected due to this incident. The clipper and base have been in use for approximately three years. No staff or patient was injured and no medical intervention was required. Sample was returned and it was determined that the device was part of a corrective action that took place in 2015. It is unknown why the facility was using the recalled device. We have followed up with them to assure they do not continue to use any recalled devices. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that the surgical clipper charge base smoked.